Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: please explain what is meant by ¿extra piece of small bowel¿. What was the initial surgical procedure and where was it performed? What led to the surgery on ¿extra piece of small bowel¿? Was a gi bleed or obstruction reason for 2nd surgery? Were any post-operative scans done to find site of bleeding? Was the patient¿s post-operative care altered to include extended hospital stay? To better explain procedure, pt had a "blind limb" of about 10cm of her biliopancreatic limb at her jejunojenostomy anastomosis that was causing bowel obstruction. I stapled off this end of bowel to make the bp limb more flush with the anastomosis. It was removed from the patient during laparoscopy. She was sent home. She presented back within a week with "obstructive" symptoms and was admitted then proceeded to have bloody stools when admitted. After having bm, the ¿obstruction¿ seemed resolved. After discussing this case w/ one of my partners who is our bariatrics director, it seems that this clinic picture may have been caused by bleeding of the staple line at the jj anastomosis.

Event description:
It was reported that during an unknown procedure for a patient that had a bariatric procedure somewhere, doctor did surgery on an extra piece of small bowel. Doctor thinks she used a white reload (gst60w). Stapler model unknown. She noted possible gi bleeding and/or obstruction. They observed the patient, patient defecated with blood, was fine and discharged.